Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer had issues with the reservoirs because they were leaking and not holding insulin. The customer stated that the trainer made her throw them away and not save them. Customer sounds like she went through almost an entire box of reservoirs.